Event description:
The reporter states that pt (#3) was tested with a blood glucose result of 67 mg/dl on the accu-chek inform system in comparison to a lab result of 37 mg/dl. An add'l comparison (pt #3) was obtained with the blood glucose result of 79 mg/dl on the accu-chek inform system in comparison to a lab result of 46 mg/dl. Each comparison was obtained within a ten minute timeframe. The pt's IV rate was increased based on the results. No adverse event reported. New system sent to customer and return requested.